Manufacturer narrative:
Correction:; patient was an infant. The customer¿s complaint of an unspecified device event could not be confirmed. Physical inspection showed that the syringe was received with the handle removed. Contamination observed on left (female) iui. Corrosion observed on the right (male) iui. Debris observed in front rate display screen. Delamination observed on keypad. On the requested review date of (B)(6) 2019, the suspect syringe module sn (B)(4) successfully completed two infusions for a total volume of 4.9095 ml. Between 6:47 am and 8:15 am on (B)(6) 2019, the suspect syringe module sn (B)(4) programmed five infusions that did not complete for unknown reasons: - four (4) infusions were programmed using a mono 12 syringe to infuse guardrail drug alprostadil (drugid=60) at a rate of 0.15 ml/hr. One (1) infusion was programmed using a mono 12 syringe to infuse guardrail drug flush (ns) at a rate of 0.15 ml/hr functional testing confirmed the source syringe module was performing within specification the root cause of the unspecified device event could not be identified.

Event description:
It was reported; that an unspecified device event occurred in the nicu. An event log assessment for both the pump module and the syringe pump were requested by the customer. Although requested, no further information regarding the event detail was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported; that an unspecified device event occurred in the nicu. An event log assessment for both the pump module and the syringe pump were requested by the customer. Although requested, no further information regarding the event detail was provided.